Manufacturer narrative:
Continuation of medical device: d314trg ICD implanted (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had a failure. Follow up indicated that the lead was noted to have an issue but was functioning normally at the time of removal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.